Event description:
In 2009, the pt called from the hospital and stated he was admitted yesterday for elevated blood glucose readings. He stated he needed assistance as he was trying to bolus insulin via his infusion device but was confused and was pressing the wrong buttons. The pt was assisted with successfully programming a 4.0 unit bolus of insulin. The pt was in a hurry so further troubleshooting was delayed. In 2009, the pt called again for assistance in programming a bolus which he successfully did before he disconnected the call. On follow up with the pt 4 days later, the pt stated the reason for the hospitalization was the night before the incident he ate chocolate and then went to bed. He said the next morning his blood glucose was in the 700's with his normal range being less then 140 mg/dl. Symptoms were frequent urination and thirst. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.